Manufacturer narrative:
06-oct-2017 product investigation results: the reporter returned toothbrush head on 18-aug-2017. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Piece of plastic with bristles on it broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A parent reported via phone on (B)(6) 2017 that his/her daughter of unspecified age used an oral-b power oral care refill ortho, and described that the piece of plastic with bristles on it broke off in her mouth. She had used one brush in a pack of two, and she had not previously used this type of brush head. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Piece of plastic with bristles on it broke off in mouth [device breakage]. No adverse event. Case description: report source: non-event: spontaneous. A parent reported via phone on (B)(6) 2017 that his/her daughter of unspecified age used an (B)(6) refill ortho, and described that the piece of plastic with bristles on it broke off in her mouth. She had used one brush in a pack of two, and she had not previously used this type of brush head. No symptoms were reported. Relevant history: none reported. Concomitant product(s): (B)(6) rechargeable toothbrush, version unknown. No further information was provided.